Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 262 mg/dl, reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.